Event description:
It was reported that after reprocessing the subject device when plug in, it displayed no picture. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9; h3; h4; h6; h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut on the cable. Based on the results of the investigation, it is likely that no image was due to a faulty charged coupled device. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that after reprocessing the subject device when plug in, it displayed no picture. There were no reports of patient involvement.